Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 2/28/2017 with the following findings: during visual inspection of the pump, there was no damage observed. The pump¿s ¿ez-prime¿ steps were performed correctly but the sleep current was above specification. There was also an unidentified printed circuit board (pcb) issue. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a non-specific pump issue. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.